Manufacturer narrative:
The is no temporal relationship between the patient falling during a shopping trip, being hospitalized and the liberty cycler. Due to the lack of information provided it is unknown if a relationship exists between the patients¿ reported lower extremity edema and fluid overload and rrt with the liberty cycler. However, it is likely that the lower extremity edema and fluid overload was the result of the patients¿ non-compliance with pd treatments. There was no reported machine malfunction or report that the machine did not function as expected. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported during routine follow up on unrelated customer experience that the patient was hospitalized after experiencing a fall while shopping on (B)(6) 2018 for swelling and fluid overload. There is no allegation of a device malfunction and the patient is reportedly chronically non-compliant. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."